Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver displayed the message "high". Patient's mother stated attempting calibration and starting a new sensor session; however, the "high" message would not clear. No additional event or patient information is available.